Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the supplies were changed. Blood glucose was 222 mg/dl. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula. A new cartridge was loaded and the pump performed as intended. Reportedly, customer had manual injections available as alternate insulin therapy.